Event description:
It is reported that the pin unscrewed and became loose in the wound. The missing piece was located and removed.

Manufacturer narrative:
Evaluation summary: the thumb pin is secured by epoxy, and as the instrument ages, the epoxy bond may fail, allowing the pin to detached from the instrument. Evaluation: device history records indicate all components were manufactured and inspected to specification.